Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. It could be found out that the hinge plate on the right site was broken due to an external force. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the history files were out read and analyzed. According to the day of occurrence the 14th october 2021 was analyzed. The infusion started at 11:57 am with a vtbi of 283 ml, a time set of 3 hours and 30 minutes. The device calculated a rate of 80,86 ml/h. The infusion stopped at 3:27 pm, 3 hours and 30 minutes later. No anomalies, malfunctions or errors could be found. 1.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. 1.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,36%. 1.6 to investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". According to customer: "blood transfusion commenced - checked by 2 staff. At end of blood transfusion, pump stated 283 ml infused but almost half full bag of blood remained. Pump had never alarmed and appeared to infuse. Reported to blood bank. Repeat hb taken from patient. A full description of the adverse incident: from nursing notes on (B)(6) 2020 @ 15.40 "prc transfusion complete, it was noted that there was a volume of prc remaining in the unit bag. The braun pump indicated that the full volume of prc had been administered. The cannula remains patent and there were no issues with the giving set. Blood bank have been informed. They advise to repeat fbc and report the machine for servicing." The patients hb post transfusion was 76.